Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that although most calibrations were within acceptable range, there was a gap in the data between (B)(6) 2026 and (B)(6) 2026 associated with alerts which suggested that the user may have had difficulty connecting the system. Customer care contacted the user to gather more information but no further follow up with the user was possible as they remained unresponsive to multiple communication attempts. No further investigation was possible. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.